Event description:
An ercp sphincterotomy was being performed with a needle knife when the tip of the knife separated from the device. It was noticed to be missing at a crucial moment of stent placement. After the stent was placed, the tip of the knife could not be visualized under fluoro.